Event description:
On (B)(6) 2014, it was reported that the headset of the patient's infusion set was leaking. The patient reported that this happened with multiple infusion sets from the same box. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).